Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the customer changed the pump supplies to address the issue. Additionally, it was reported that the pump shut off unexpectedly. There was no reported impact to the customer¿s blood glucose. Reportedly, the customer declined troubleshooting.